Event description:
During a clinic follow-up, a low pacing impedance, noise reversion, and pocket stimulation were observed on the right ventricular (rv) lead. Rv insulation damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.